Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/15/2025, a sales representative reported via email that during a revision surgery performed on (B)(6) 2025, the following components were removed: an ar-9502f-36rcpc univers revers suture cup, two cortical mgs screws, a glenosphere, and a 36mm glenosphere screw. It was also reported that the stem, baseplate, and two locking mgs screws remained implanted. The patient experienced a post¿reverse shoulder arthroplasty procedure reaction, and during the procedure, there was evidence of metallosis. Additional information received on 9/18/2025: the sales representative reported that the poly initially implanted was also removed during the revision surgery. Prior to the revision, the patient experienced a dislocation, not a reaction, as previously reported. As a result, the patient was returned to the operating room for component exchange. During the procedure, metallosis was observed. The revision surgery was completed using new arthrex components. At this time, the part numbers for the products remain unknown. The date of the initial surgery is also unknown, but it was performed approximately six years prior to the revision on (B)(6) 2025. Both procedures were performed by the same surgeon.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a dislocation due to a lack of following postoperative regimen prescribed. (B)(4). 5. Conditions that tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing period. 10. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device.